Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having really bad hot sweats and "freezing to death" at the same time. Her body was freezing but her face was sweating and her hair burned all the time. Her mouth also burned and she was dizzy and lightheaded. She was so weak she could not walk. Her rectum burned constantly. She went in and the triage nurse gave her some cream for her vagina, which burned too. She had pain from her belly button down to her vagina. The patient went to her gynecologist and the healthcare professional (hcp) tied her rectum up and said she might have to "get that taken out." The patient had not been up for 9 months. She just got up in the morning to get from her bed to the sofa because the pain in her rectum was so bad. It burned badly and the pain in the rectum was getting worse. All of the above symptoms started after the device was put in. The patient also had trouble with bowels. She never had trouble with her bowels before and nobody told her that the device could affect the bowels. The bowel trouble started 3 months ago when her larger bowel inflamed and went to her colon. If she increased stimulation it burned her rectum worse and her mouth burned worse and she would sweat hard. If she turned stimulation down she could not pee at all. There was also swelling around the implantable neurostimulator (ins) area on her hip and it kept swelling up and getting sore. At first she thought it was part of the device but it was getting worse and she could not lie on the side. She had not been able to work and was losing everything over it. The patient was going to see the nurse on (B)(6). The swelling and soreness around the ins started since implant on (B)(6) 2014. The problems with the bowels started 3 months ago in (B)(6) 2015. All the other symptoms started at the end of 2014.